Event description:
It was reported that during preparation for an endoscopic vein harvesting procedure, it was noticed that the c-ring was broken out of box when the device was taken out of its package. Another device was used to complete the procedure. No patient involvement or complications have been reported.

Manufacturer narrative:
Investigation details: the visual inspection shows that the c-ring cradle is completely out of the cannula and separated from the c-ring support wire. Therefore, the complaint is confirmed. The probable cause of this failure is due to insufficient adhesive during a manufacturing process. Manufacturing engineering and quality will be informed of this finding.